Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was initially reported via phone call that customer was pushed into a swimming pool and insulin pump went blank after submersion. It was later reported that insulin pump was not actually submerged into water but that site fell off of customer and insulin pump was fine. Request for new insulin pump was canceled. Customer's blood glucose was 159 mg/dl.